Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The foot panel was replaced to resolve the issue.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bed and door release were replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a broken foot panel. There was no patient involvement.